Event description:
Surgeon indicated the tip of the diamond fossa drill broke off and was left in the left side of the pt. The surgeon stated he could not remove the broken piece without damaging the bone. The surgeon stated the break occurred probably due to a slight torquing of his hand in conjunction with the position of the pt and the position of the drill.